Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the calcified and tortuous circumflex (cx) artery. The 2.75x28mm promus premier was deployed, the 3.0x6mm quantum apex balloon was advanced for stent post-dilation. The balloon contacted the proximal end of the stent and the implanted stent was deformed. Post-dilation was continued with the 3.0x6mm quantum apex and a 3.5x12mm non-bsc stent was deployed covering the proximal end of the stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).